Event description:
Ligasure device not working appropriately, generator changed and error reading still appeared, handpiece changed for a new handpiece and the device worked without issue for rest of case. No harm to patient.